Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge dropped from 80% to 20% suddenly. The customer's blood glucose level was 108 (mg/dl). The pump battery later charged up to 100%. Reportedly the customer had manual injections as alternate insulin therapy.